Manufacturer narrative:
The service engineer (se) inspected the device and could not duplicate the reported issue. The units diagnostic logs were checked and no issues were found. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed.

Event description:
It was reported that the ventilator when going into high flow therapy (hft) mode, the unit freezes. The customer reported that there were no error codes in the ventilator diagnostic log. There was no patient involvement.